Manufacturer narrative:
Unit was received dirty and was tested as received. Testing could not be done because the load cell and membrane switch had no response. The complaint was confirmed. Unit was sent to repair where defective components were replaced resolving the complaint issues. Unit then passed qa final inspection.

Event description:
Reporter stated that caller from facility reported that as he was hanging a new final container the motor on station 1 started running on its own before any information was programmed for the station. He also stated that the total volume delivered display went blank when this occurred. Caller was advised not to use unit, which was sent to product services for evaluation. No patient involvement.